Manufacturer narrative:
A ge rep evaluated the system and replaced the transport ring, but did not report repairing the data loss problem. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system is not saving images to the hard drive. No pt injury was reported.